Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that half of the touchscreen is blacked out and the customer cannot interact with the touchscreen. The customer's blood glucose level was 162 mg/dl. The customer reported that manual injections (lantus) would be used for alternate insulin therapy.